Manufacturer narrative:
Product implicated is a 3 fr. PICC. Returned for evaluation is the hub only. There is adhesive residue on the reinforcing shim. Lot history review indicates no related component or mfg issues and one product complaint of similar nature, which was recorded as inconclusive-no product returned. The catheter separated inside the hub. In order to view the tubing at the breakpoint, the catheter hub was dissected distal to the break. Under 50x magnification, the texture at the break point appears granular and dull, with some spots of jaggedness. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart. The instructions for use states "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not properly secured, it may migrate or inadvertently be broken."